Event description:
It was reported the pt experienced ineffective stimulation in addition to invalid impedance values following an scs ipg explant/replacement procedure (reference MFR. Reports: 1627487-2014-07588 & 1627487-2014-16357). As a result, the scs extension was explanted and replaced. With the new extension, impedance values were within normal limits when tested with the mts; however, when connected to the scs ipg and tested with the rapid programmer 3 and pt programmer, the invalid impedance values resumed. Subsequently, the scs ipg was explanted and replaced which resulted in effective stimulation. Follow-up clarified, as the extension was tested using the mts and there was no indication of failure; the physician elected to explant and replace it.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.